Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material on the left ventricular grommet. The returned device indicated a loose/detached right ventricular (rv) set screw stuck to the back of the rv grommet. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds and a high, undefined impedance. The rv lead was capped and replaced. It was also reported that during the rv lead replacement, as the physician attempted to reconnect the patient's atrial lead to their cardiac resynchronization therapy defibrillator (crt-d), the physician was unable to set the screwdriver into the setscrew. The crt-d was also replaced. No patient complications have been reported as a result of this event.